Manufacturer narrative:
Functional, dimensional, and material analysis could not be performed as the device was not available. However, x-rays were provided by the rep. Upon review, it was observed that bilateral screws, implanted at the most caudal level of a construct, broke approximately mid-shaft. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. The mesa degenerative surgical technique was reviewed and the following relevant information was identified: internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Non-union may have contributed to the failure, as the patient did not fuse. However, as no devices were available for evaluation, the root cause could not be determined conclusively.

Event description:
It was reported that two mesa polyaxial screws fractured post-operatively. The patient was revised. This report represents the first of the two screws.

Event description:
It was reported that two mesa polyaxial screws fractured post-operatively. The patient was revised. This report represents the first of the two screws.